Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a check clutch / plunger lever found that was in the event history log (ehl). During analysis, the reported issue was able to be duplicated. Plunger tube seal was pushed inside of pump and stuck which is causing the check clutch error. Service replaced plunger tube seal (grommet) also replaced lead screw and both clutch halves for preventive.

Event description:
It was reported that plunger error, plunger not working was experienced. Related to the previous (B)(4).